Manufacturer narrative:
The returned ipg sc-1140 (153817) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was no longer functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the ipg was returned.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was no longer functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.